Manufacturer narrative:
(B)(4). There was no reported device malfunction, and the product was not returned. The reported patient effect thrombosis is a known potential patient effect as listed in the supera instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances.

Event description:
It was reported that during a procedure on (B)(6) 2014 to treat a lesion in the superficial femoral artery (sfa) with heavy calcification, pre-dilatation was performed using a 6x120 mm fox sv percutaneous transluminal angioplasty (pta) balloon catheter. The 5x120 mm supera stent was deployed at the sfa. The patient treatment was previscan. No issues occurred during stent deployment during the index procedure. Reportedly, one month after the supera stent was implanted on (B)(6) 2014 the patient was admitted with pain and thrombosis was noted. Additional dilatation was performed and an absolute stent was implanted to treat the thrombosis. There was no adverse patient sequelae. The patient was discharged from the hospital on (B)(6) 2014. No additional information was provided.